Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, reddish colored display, a cracked battery compartment and corrosion under the internal clock battery component. This report is made based on results of investigation completed on 10/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The battery compartment was observed to be cracked below the bumper pad. The black box showed a time and date reset to the default setting after a battery change on (B)(6) 2014. The pump was exercise for 24 hours. The battery was then removed for 6 hours and a time and date reset occurred when the battery was reinserted. The pump case was removed for further investigation and corrosion was found underneath the internal clock battery component. (B)(6).